Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacturer, (B)(6) 2022 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue upon investigation of the actual device used in this incident, it was determined that the station with no power. A field service engineer disconnected all drawers and successfully booted the station. After reconnecting the drawers, drawer 4 was identified as failed but recoverable. A cut was found on the pyxibus cable near drawer 4's connection. The damaged cable was replaced, and all drawers were retested to resolve the issue. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported by the customer that when using the bd pyxis¿ medstation¿ es, the station was not powered on. The customer stated that this malfunction occurred when the user tried to issue medication to the patient and caused delay in dispensing the medication. However, there were no adverse events or injuries reported due to this event.